Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in the superficial femoral artery. The details of the lesion are unknown. The f/g sterling otw 6.0 x 60/80 (4f) balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. The patient status is good with no complications reported. Additional information has been requested but not received.

Manufacturer narrative:
(B) (4).